Event description:
Reference MDR #1219856-2011-00392 for the related intra-aortic balloon pump (iabp) report, it was reported that the intra-aortic balloon (iab) was inserted via a sheath into the pt's (pt) femoral artery. The iab was inserted in the cath lab "sometime before 8pm or so on (B)(6) 2011." The iabp ((B)(4)) alarmed high pressure coming out of operating room. The iab was in situ for approx 6 hours. The iab was removed due to high pressure alarms continuing. The physician's assistant noted that when he removed the iab, the iab was "slightly in sheath." Chest x-ray done at 8:17 pm (pre-op), at 12:54 am (post-op) and 05:43 am on (B)(6) 2011 prior to iab removal. Chest x-rays reviewed by the sales rep (sr) on (B)(4) 2011 and results found that iab was "malpositioned" (too low) on all chest x-rays reviewed. At 8:17 pm the iab tip was positioned at the 5th intercostal space, at 12:54 and 05:43 tip noted in abdominal area. The md confirmed the sr assessment of chest x-rays. After the removal, the sheath did not appear to have any kinks. There was a slight bend noted a couple inches from the distal end of catheter, but no other kinks or malformations noted. The iab was not noted to be in sheath at the time iab was reviewed; however, the cns stated that perfusion had pulled iab back out of sheath when they looked at iab. There was no reported pt death or injury. Medical/surgical intervention was not required. The rn stated that the interruption of therapy was for less than one minute. No pt complications reported and the pt outcome is stated as "good."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.